Event description:
It was reported that the customer had a cracked screen on the insulin pump. Customer's blood glucose level was 189 mg/dl. Customer reported that the insulin pump fell out of the holster when he was outside. Pump slammed into the concrete. Customer stated that he sees a big black screen and the light still works but it is very hard to read it. Customer stated that the pump still works. Customer cannot read the pump screen and cannot give himself a bolus. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unit received with broken belt clip slot. Unit received with minor scratched lcd window.